Event description:
It was reported that during a trauma situation with a patient, the level 1 unit failed to warm. The available information stated the following: the patient was in bad situation coming in, but the unit (was) not heating (and) did not help. The level 1 unit produced an alarm during use. Troubleshooting steps were taken to no avail. Another level 1 unit was used on the patient as a result. The patient subsequently expired on (B)(6) 2020. The following inquiry was made to the customer: according to the physician, did the malfunctioning level 1 trauma fast flow h-1200 cause or contribute to the patient death? A response to this inquiry was not received. Should additional relevant details become available, a supplemental report will submitted.